Manufacturer narrative:
Patient /user involvement: the device malfunction was found during pre-use check in the mes room, which is outside of clinical use. There was no patient involvement.

Manufacturer narrative:
A data acquisition (da) printed circuit board assembly (pcba) was returned for analysis. Visual inspection of the data acquisition (da) pcba revealed no evidence of damage or contamination. An investigation was performed and the data acquisition (da) pcba was tested, and no failures were identified.

Event description:
It was reported that a ventilator experienced a high oxygen supply pressure during pre-use check. The device malfunction was found during pre-use check, thus occurring during clinical use. There was no patient or user harm reported. There was no delay to patient therapy reported. The device was evaluated by an international philips field service engineer (fse) who was unable to confirm the reported issue via operational check, however, the diagnostic event log confirms the occurrence of the high o2 supply pressure via diagnostic code. As a result, the fse replaced the data acquisition board to prevent a reoccurrence. The unit was then checked overall, cleaned, run in tests and functionally tested. No other anomalies were reported.